Manufacturer narrative:
The associated complaint product was not returned for evaluation, please find below the result of our investigation: as of today, no sample or additional information requested for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened.

Event description:
It was reported that patient wound dressed on the (B)(6) 2018. First dressing change undertaken on (B)(6), and the foam dressing was unable to be removed. The patient was taken back to theatre where the foam dressing was removed under anesthetic. It was found that a wound contact layer (atraumann) was apparently in situ however surgeon says that it had become misplaced and scrunched up not covering surface of wound as it should have. Patient had to go back to theatre for removal of foam wound filler due to this adhesion as a result.